Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was cracked. They stated that they did not press the drive support cap and is not sure how the damage occurred. The customer¿s blood glucose was 25 mmol/l and they treated with a pen. They were advised to return the insulin pump and that it needed to be replaced. The insulin pump will be returning for analysis.